Event description:
Patient underwent an l2-l3 fusion with the use of the mazor robot. Proper registration was confirmed, the surgeon proceeded to insert screws into l2 and l3 with mazor assist. Surgeon noticed that the screw was placed in l1 vs l2. Surgeon attempted to reregister patient and mazor did not accept. Surgeon aborted the use of the mazor, removed the screw from l1, and continued surgery without the mazor robot.